Event description:
Customer reported that the insulin pump alarmed for a button error and that the buttons became unresponsive. The numbers were scrolling without input. She stated that the belt clip had broken so she wore it in her pocket and that it may have been exposed to moisture. The blood glucose reading was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm, ramping numbers or scroll bar moving on its own noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.